Manufacturer narrative:
Eval summary: it is believed that there was an insulation breakdown between hv and hv/2 in the output module of this device causing an arc between output transistors. The cause of the insulation breakdown was not determined. It is believed that q2 of the protect module was damaged by the transient (arc) of the output module coupling through the ring connection. Corrective action: the output module substrates have been redesigned to increase the spacing between ground and high voltage thereby decreasing the probability of arcing between output transistors.

Event description:
During a routine follow-up the initial interrogation showed premature battery depletion and constant baseline noise on the real-time egms. The summary and diagnostics report showed that the noise began after a capacitor reformation. The device was explanted.